Event description:
It was reported that the patient's blood glucose level rose to 279 mg/dl while wearing the pod for less than 1 hour. The patient reported smelled insulin on their skin and noticed insulin leakage. There was condensation in the pod window. The pod was removed and it was noted that the cannula had penetrated the skin since there was an insertion spot (abdomen) visible. The adhesive was reportedly secure. They confirmed that they do rotate the insertion site. As treatment, the patient activated a new pod that was confirmed to be working properly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.3. Hardware: iphone14.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.